Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01561 describes the other device. It was reported to boston scientific corporation that during the anterior portion of an anterior and posterior repair procedure using a pinnacle anterior/apical pfr kit, the first sacrospinous ligament mesh leg and the first arcus tendineous mesh leg of the pinnacle mesh were successfully placed through the patient's sacrospinous ligament and the arcus tendineous respectively. However, when the physician "clamped down" and attempted to pull the second sacrospinous ligament mesh leg through the patient's tissue, the needle detached and was caught inside the capio cage. The physician then tied a stand-alone capio suture to this mesh leg and attempted to pull it through the patient's tissue using forceps, but at this time, the mesh leg "began to break again." Breakage reportedly occurred "approximately 3 times along the mesh leg," but nothing detached inside the patient. The physician was finally able to complete pulling the mesh leg through the patient's sacrospinous ligament using forceps. Next, when the physician attempted to pull the second arcus tendineous mesh leg of the pinncacle mesh through the patient's tissue, the mesh leg broke at the dilator, but did not detach inside the patient. The physician was able to successfully place the mesh leg through the patient's arcus tendineous using forceps. As a result of the issues described in this manufacturer report and those described in the related report, the procedure was delayed by 1 hour and 20 minutes, but was completed with this device and the concomitant device without any complications to the patient, who is reportedly "fine" post-procedure. The end result reportedly was a "very positive reconstruction."

Manufacturer narrative:
Visual analysis of the returned pinnacle anterior mesh legs showed that solid blue dilator was in five pieces, which confirms the reported complaint. All dilators exhibited tool marks. Kinking and tearing were observed on the solid white dilator. The needle was missing from the solid white dilator, which also confirms the reported complaint. The capio suturing device and the pinnacle anterior mesh assembly were not returned; therefore, an analysis is not available and we are not able to determine the relationship between the capio device or mesh assembly and this reported event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for this event was determined to be operational context. The probable cause for the kinking, tearing, and tool marks was found to be caused by the forceps used to pull on the device.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01561 describes the other device. It was reported to boston scientific corporation that during the anterior portion of an anterior and posterior repair procedure using a pinnacle anterior/apical pfr kit, the first sacrospinous ligament mesh leg and the first arcus tendineous mesh leg of the pinnacle mesh were successfully placed through the patient's sacrospinous ligament and the arcus tendineous respectively. However, when the physician "clamped down" and attempted to pull the second sacrospinous ligament mesh leg through the patient's tissue, the needle detached and was caught inside the capio cage. The physician then tied a stand-alone capio suture to this mesh leg and attempted to pull it through the patient's tissue using forceps, but at this time, the mesh leg "began to break again." Breakage reportedly occurred "approximately 3 times along the mesh leg," but nothing detached inside the patient. The physician was finally able to complete pulling the mesh leg through the patient's sacrospinous ligament using forceps. Next, when the physician attempted to pull the second arcus tendineous mesh leg of the pinncacle mesh through the patient's tissue, the mesh leg broke at the dilator, but did not detach inside the patient. The physician was able to successfully place the mesh leg through the patient's arcus tendineous using forceps. As a result of the issues described in this manufacturer report and those described in the related report, the procedure was delayed by 1 hour and 20 minutes, but was completed with this device and the concomitant device without any complications to the patient, who is reportedly "fine" post-procedure. The end result reportedly was a "very positive reconstruction."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.